Manufacturer narrative:
The device was retained by the hospital pathology department. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker exhibited noise and pacing inhibition. There was asystole greater than 2 seconds. It was suspected that there was a lead fracture on the right atrial (ra) competitor lead. A procedure was performed to explant the lead at which time a lead fracture was confirmed on the lead near the pocket. During the procedure, there was pacing inhibition while the device was in cautery mode. Boston scientific technical services (ts) discussed that the pacing inhibition was likely due to the exposed fracture being near the cautery. The fractured lead was surgically abandoned. The device was also explanted and replaced with an upgraded device. No adverse patient effects were reported.